Manufacturer narrative:
A getinge filed service engineer (fse) evaluated the unit and found that no issue in the machine, observed machine and found that display working ok. The fse started machine 7 to 11 time and no issue found in the machine. All functional and safety test were performed.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) display malfunctioned. There was no patient involved.